Event description:
It was reported that an initial call came in on (B)(4) 2014 for a male stroke patient, approximately (B)(6) years old and weighing approximately (B)(6) who was not breathing. It is unknown how long the patient was down for prior to the responding agency's arrival. The event occurred at the patient's residence. Bystander CPR was performed by the patient's family member for approximately 5 minutes. The fire department took over and continued manual CPR upon arrival for approximately a couple of minutes. The autopulse platform was deployed without any issues. Acls (advanced cardiac life support) protocol was followed. The autopulse ran through one cycle and performed 3 minutes of compressions. The crew stopped the platform to perform a rhythm check. The fire chief went into the front room to obtain information about the patient from a family member while the crew restarted the platform. When the chief came back into the bedroom where the patient was, the autopulse stopped performing compressions and displayed a "system error-revert to manual CPR" message. The crew attempted to troubleshoot the problem by powering the device on/off and repositioning the patient; however, the issue would not resolve. Use of the autopulse was discontinued and the crew reverted to manual CPR (exact length of time was not provided). The patient was extricated from his home to the ambulance on a tarp. Manual CPR was not being performed at this time due to constraints of the hallway. Therefore, patient went without manual CPR for 45 seconds to 2 minutes. Patient was transported to the hospital in about 12-15 minutes. Manual CPR was performed for the duration of transport. Patient care was transferred from the customer to the hospital staff. The hospital staff continued to work on the patient for several minutes before the ER physician pronounced the patient dead. Patient never achieved return of spontaneous circulation (rosc). Customer also indicated that throughout the call, the patient was in and out of asystole and even though the patient was shocked multiple times, a normal sinus rhythm was not obtained. The patient had an agonal rhythm and was in a constant state of refractory ventricular fibrillation (v-fib). The cause of death is unknown. However, the customer indicated that the patient had a history of heart problems. Customer indicated that the causal relationship between the autopulse and the patient's death is unknown. It is unknown if an autopsy was performed. No further information was provided.

Manufacturer narrative:
Autopulse platform s/n (B)(4) was returned to zoll for evaluation. Visual inspection of the returned platform was performed and found no physical damage to the platform. The returned platform was unable to undergo initial functional testing, as it exhibited system error 139 when it was powered on. A review of the archive was performed and found that the platform exhibited system error 139, and ua17 (max motor on time exceeded) on the reported event date of (B)(6) 2014. The system error was successfully cleared. The ua 17 observed in the archive was attributed to the drivetrain motor brake gap being too large. The drivetrain and clutch were replaced to remedy this issue. In addition, load cell characterization was performed confirming both load cells were functioning as intended. The customer reported complaint of the platform displaying system error, revert to manual CPR was confirmed through review of the archive. Following clearing this fault, inspection of the device found that the drivetrain motor brake gap was too large, leading to the system exhibiting a ua17. The brake gap was unable to be set back within specification (0.008"), therefore the drivetrain and clutch were replaced, remedying this issue. Upon replacement of all the parts listed above, the platform underwent and passed all final functional testing.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/02/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.